Manufacturer narrative:
Medwatch report # mw5155147. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Medwatch mw5155147 received which states: describe event or problem: stemi patient. Bmw in circumflex broke in the patient. Part of the wire remained in the patient after wire removed by cardiologist.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation; however, the subsequent patient effect appears to be related to operational circumstances. It was reported that the guide wire separated in the patient. Factors that may contribute to material separation during use includes, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. Additionally, it was reported that the separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H10 correction: related medwatch report number added.